Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they had received the insulin flow blocked alarm. The customer¿s blood glucose was 96 mg/dl. The customer reported that the troubleshooting was performed. The customer was advised to test the new reservoir and stated that insulin exited. The customer was advised to return the reservoir. The reservoir will not be returned for analysis.